Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a touchscreen that wasn't working. There was no patient involvement at the time of the reported event. The service engineer (se) inspected the device and replaced the graphical user interface (gui) touch-frame printed circuit board (pcb). The se performed testing and calibrations and the ventilator operated within the manufacturing specifications.

Manufacturer narrative:
Unique identifier (UDI) number added. , result and conclusion. Correction to the PMA / 510k #. Device evaluation summary: the touchframe printed circuit board was returned to medtronic for failure investigation. A visual inspection of the returned pcb was conducted and no anomalies were found. The pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up and passed all testing without any errors or alarms. The ventilator was placed in normal ventilation mode for a minimum of 24 hours without any errors or alarms. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.